Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the cuff broke. There was no patient impact. On follow up, the airway was established and when they went to inflate the cuff it either popped or there was a leak and would not inflate.